Event description:
It was reported that the patient presented in clinic for planned lead addition procedure. Prior to procedure, a device interrogation revealed that the patient's right ventricular (rv) lead exhibited high capture thresholds. The rv lead was attempted to be repositioned but was unsuccessful due to difficulty retracting the helix and failing to fully extend the helix. The rv lead was explanted and replaced. The patient had no consequences.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead also exhibited low sensing and high pacing.